Event description:
A report was received that the patient would undergo a revision due to the ipg being tilted in the pocket.

Event description:
A report was received that the patient would undergo a revision due to the ipg being tilted in the pocket.

Manufacturer narrative:
Additional information received indicated that the patient had gained weight and when sitting in her wheelchair the chair would push on the ipg. The ipg was repositioned in the pocket and the patient was reportedly doing fine.